Event description:
Pt in cardiac arrest with ventricular fibrillation. Paddles on defibrillator would charge intermittently. Only two defibrillations given with this defibrillator. Another defibrillator was available on scene, and was used for duration of call.